Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported during the trial, the patient responded wonderfully to the pump. It was noted that the patient was not getting any benefit of therapy since implant. It was noted they were told the patient would be in surgery for about 2 hours and instead the patient was in surgery for about 6 hours. The patient stated they did not know what took so long. It was noted the patient got an infection after the pump was implanted at the implant site. The patient was given oral antibiotics and the infection was cleared up. They were inquiring about what kinds of test there are to find out if there is something wrong with the pump such as kinks or tears. It was noted the patient had an x-ray and a magnetic resonance imaging (MRI) and nothing was found. It was noted the patient had gotten worse, and the patient cannot be transferred in the wheel chair because their body was so stiff. It was noted the patient was not having any quality of life. It was noted they were going to try a new healthcare professional (hcp). No interventions were mention. The event date was (B)(6) 2017 (date of implant). It was noted the situation was being addressed by the hcp. No further complications were reported/anticipated.

Event description:
Additional information received on 2018-dec-13 from a healthcare professional (hcp) indicated the patient had pain and severe right arm spastic contractures. The patient had left leg vascular surgery for vascular issues and deep vein thrombosis (dvt) on left leg. Actions/interventions included pump evaluation and side port evaluation and changes in dosing. It was noted that the issue was not resolved as the patient now has a right stiff knee. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.